Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for return. The customer's meter was returned for investigation. The returned meter was tested with the current master lot in comparison to a reference meter and the current master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 43%. Donor 2 hct: 51%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Customer meter and master lot strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.0 inr. Customer meter and master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The result of 6.0 inr was not observed in the meter's patient result memory. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 5:27 p.m. Was 6.0 inr. The result from the meter at 5:45 p.m. Was 4.2 inr. The patient's therapeutic range was 2.0-3.0 inr.